Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/10/2014 with the following findings: a review of the pump¿s black box data revealed loss of prime and no cartridge detected warnings due to both low and zero force. The pump was exercised for 24 hours with no loss of prime warnings or duplicated alarms. The force sensor calibration measured out of specifications. The pump was opened and the force resistance measured within specifications. There was no damage found inside the pump.